Event description:
As reported in the literature article, the angiographic sub-study involved 571 patients that underwent follow-up treatment; out of which 285 patients had everolimus-eluting stent implanted and 286 patients had sirolimus-eluting stent implanted. The body restenosis was demonstrated in half of the ses group. Stent fracture was observed in 4 lesions (1.5%) out of which 2 lesions were associated with focal restenosis, representing 40% of instent restenosis in the ses group. And peri-contrast staining (pss) was observed in 3.6% patients.

Manufacturer narrative:
Kozuma et al angiographic findings of everolimus-eluting as compared to sirolimus-eluting stents: angiographic sub-study from the randomized evaluation of sirolimus-eluting versus everolimus-eluting stent trial (reset); cardiovasc interv and ther. Information contained in a article reporting results of a randomized evaluation of sirolimus ¿eluting stents(ses) versus everolimus-eluting stents indicated that half the lesions that received a sirolimus-eluting stent experienced restenosis, stent fracture was observed in four stents and peri-contrast staining (positive vessel remodeling) was observed in 10 lesions. The study was performed in japan and enrolled a total of 571 patients, of those, 286 were assigned to the ses, treating 283 lesions. The article does not provide lesion specific details for each individual implant. The article suggested several study limitations including the relatively small number of patients enrolled was not sufficient enough to evaluate rare abnormal angiographic findings such as stent fracture and positive vessel remodeling. The article went on to say that limited patient and lesion complexity might also be related to the failure to detect significant differences in those findings. Secondly, the article suggested that the specifications of the stent length were different between the 2 types of stents. This difference in stent length might lead to selection of shorter stent in the ees group as compared to the ses group. Lastly, the patient¿s enrolled in this sub-study were not randomly selected, but were selected by site investigators. The sterile lot numbers of the devices are unknown therefore, a device history report review could not be performed. Restenosis, positive vessel remodeling and stent fracture are known potential adverse events associated with implanting coronary artery stents. While not observed in the pivotal clinical trials that supported the cypher stent PMA, stent fractures are uncommon events but have been observed in long stented segments. They have been observed in coronary segments that undergo significant motion, particularly in areas with severe angulation, tortuosity and calcification. While late stent malapposition has previously been associated with bifurcating lesions, plaque distribution in the lesion and brachytherapy, review of current literature demonstrates some authors suggest drug-eluting stents may have the same potential risks as brachytherapy, in terms of the anti-proliferative effects on vascular smooth muscle cells and endothelial cells. However, with such limited information, it is not possible to determine with any certainty what factors may have contributed to these events. This is one of two reports associated with product malfunction in which associated manufacturer report numbers are 9616099-2013-00411 and 9616099-2013-00412.